Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed away. Place of death was unknown. Date of death was unknown. Customer had pneumonia and went into a coma and passed away. Customer's blood glucose at the time of death was unknown. Customer's cause of death was unknown. It was unknown if insulin pump was removed from customer. It was unknown if customer was not wearing insulin pump at the time of death. It was not known if customer was not wearing sensor at the time of death.